Event description:
Fluid/blood ingression, damaged/cracked/cut insulation, positioning/fixing difficulties

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additions/corrections to voluntary report: brand, serial number, and implant date. Evaluation summary: outer insulation breached cut; full lead returned. Analysis found a small puncture cut in the outer insulation near the anchoring sleeve suture site, which may be a needle puncture. This puncture appears to be the reason the lead has blood ingression, as reported.